Event description:
Nurse contacted baxter's technical service center to request a swap of the homechoice device and requested assistance with disconnecting the home pt in 2005. The nurse said the home pt filled with air and went to the hosp but was going back home during the afternoon. This event happened during dwell 3 of 3 of the home pt's peritoneal dialysis therapy. This device has been returned to baxter healthcare product analysis lab and is awaiting eval of the device. The service rep was able to gather the following info from the nurse: no air detect alarms were given by the homechoice device. The alarm log of the device read, "check your position" three times, and "check lines and bags". The technical service rep arranged a swap of the device. The nurse will reprogram the new device.